Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the pt normally turned their therapy down to 12 at night for it shocks them (pt clarified it wasn't shocking them for it was normal stimulation), the pt would feel the stimulation if they laid lay down. This morning the pt got up and they went to turn the therapy back up, but program 2 was not connected. Pt was on group b but they can't get to program 2, pt had 1,2 ,3, 4 programs. Ever since they been implanted when they tap program 1,2,3, or 4 it brings them to program 2. But now when they touch program 1 it goes to program 1 and when they touch program 3 it goes to 3, and when they press program 4 it goes to 4. During call pt was on group b and the equipment was working the way it was meant to, letting them access programs 1,2,3, and 4. Pt said ever since they got the ins it worked to get rid of the pain, but whenever they touch it, it always went to program 2 the whole time. The patient was redirected to their healthcare provider to further address any further questions since pt wanted to know what therapy they should be set on.